Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿"occlusion error¿ was unable to be reproduced due to a clean load point 2 alarm that occurred at power up. A review of the event history log revealed multiple occurrences of upstream and downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor no tube calibration out of specification and the ultrasonic sensor out of calibration. The force sensor no tube and force sensor scale factor will be recalibrated, and ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed occlusion error during device power-up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.